Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal pain"), back pain ("pain: back") and metrorrhagia ("metrorrhagia (bleeding b/w periods),"). The patient was treated with surgery (hysterectomy. (Partial), salpingectomy (bilateral),/oophorectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain had resolved and the menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic/abdominal, back, chronic, metrorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding, dysmenorrhea (cramping),pelvic/abdominal, back, chronic were added. Suspect drug start (B)(6) 2009) and stop dated updated. Lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.